Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the pacemaker has been recently checked to have a remaining longevity of one and a half years, but then declared elective replacement indicator (eri) two days later. Boston scientific technical services (ts) discussed that this is probably due to the device changing in between different battery bins, which then would affect the accuracy of the device longevity calculation. This is an expected device behavior. Additional information was received from the field representative who confirmed that there was no device malfunction reported, and that the patient was scheduled for a device change out. This device was explanted and no longer in service. No adverse patient effects were reported.